Manufacturer narrative:
This a report from (B)(6) concerning a patient who has a glenoid baseplate and the anchoring screws appear to have been broken. The baseplate is currently in-vivo and as of this date no advice of a revision has been sent to djo surgical. The product has been in-vivo approximately 15 months, the date of original surgery was not reporetd. At this time no information has been received stating the baseplate has been explanted. Currently, a lot number has not been received for this product and request to provide the number have not produced the number. A review of the device history record (DHR) for the part was not conducted since a lot number has not been provided or established. The part complaint history was reviewed and no trends or on-going issues similar to or the same as this event were deemed as present or in need of review. Copies of the patient's x-rays have been reviewed the glenoid baseplate is still attached to humeral insert. The center mounting stud is broken as well as at least one of the anchor screws. Any further damage is undetermined without physically having the part for evaluation. The breaks to the screws would appear to be trauma related. Substantial force would be required to break these features and normal physical activity would not generate sufficient force to cause structure fatigue as seen on the x-rays. To proceed with further cause assessment would require explanting the product and returning it to djo surgical for evaluation. The root cause for this event was the patient has a broken baseplate screws currently in-vivo. The root cause for the broken baseplate screws was not reported. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. No further action is required or deemed necessary at this time. Should additional information become available this investigation will be re-opened for further evaluation. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Primary surgery - the baseplate broke.